Event description:
It was reported that infection occurred. It was further noted that the left ventricular lead was reported to be dislodged and had diaphragmatic stimulation. During replacement procedure the physician noted a possible infection in the pocket and extracted the lead. The patient was started on antibiotics and the lead will be replaced. No further patient complications have been reported as are result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found.